Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type catheter. (B)(4).

Event description:
On (B)(6) 2012, it was reported there was a pump alarm. Telemetry had not been performed. The pump was not helping with the patient's pain so the pump was turned off a year ago and all of the medications were drained from the device. The patient had been hearing a beeping alarm multiple times per day for the past 2 weeks. The device system had been used to deliver fentanyl. On (B)(6) 2012, it was reported the patient's pump 'never worked and she never had medication in it.' According to the patient their health care professional (hcp) was supposed to turn the pump off but refilled the pump with saline instead. The patient alarmed at the hcp's office that morning due to low medication (saline). The patient was scheduled to have the pump explanted on (B)(6) 2012. On (B)(6) 2012, it was reported the patient's pump was removed on (B)(6) 2012. It was noted the patient previously 'no showed to a pump refill and had terminated care with that facility.' On (B)(6) 2012, it was reported the pump was taken out because 'it was beeping due to an old battery.' After the pump was removed the patient had a spinal leak which caused 'all her problems and was still going on.' The patient was hospitalized at the time. A follow-up report will be sent if additional information becomes available.